Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported, a left side exchange, due to "textured device". Additionally healthcare provider reported, capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: deformation is observed, creases are observed. Red particles were observed, on the device. Wear abrasion is observed. White particles calcification-like were observed, on the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported, a left side exchange, due to "textured device". Additionally, healthcare provider reported, capsular contracture, baker grade iii. The device has been explanted.